Manufacturer narrative:
A mold allergy could potentially cause permanent damage.

Event description:
The consumer states that there is black mold inside their essence handle. No indication that medical treatment was sought.